Event description:
According to the complainant, during the procedure, it was observed the prolieve system's anchoring balloon had a slow leak and was not seating properly. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "great."

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. A review of the device history record for the prolieve thermodilatation kit lot # 0000606303 was performed, no anomalies were noted. Device discarded.